Event description:
Event description guidant received information that the patient with this pacmaker was receiving physical therpy, resulting in dislodgement of the atrial and ventricular leads. As a result, the patient was admitted to the emergency room. Both lead were then successfully repositioned.